Manufacturer narrative:
Citation: seppelt pc et al. Thirty-day incidence of stroke after transfemoral transcatheter aortic valve implantation: meta-analysis and mixt-treatment comparison of self-expandable versus balloon-expandable valve prostheses. Clin res cardiol. 2020 nov 29. Doi: 10 .1007/s00392-020-01775-x. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence of stroke within thirty days after transfemoral transcatheter aortic valve implantation (tavi) with self-expandable or balloon-expandable valves. All data was collected from a meta-analysis review of nine studies published between 2014 and 2020. The study population included 3,096 patients. Of those, 666 patients (predominantly female, mean age 82 years) were implanted with medtronic transcatheter valves: corevalve (230), evolut r (185), and evolut pro (251). No serial numbers were provided. Among all corevalve, evolut r, and evolut pro patients, adverse events included: stroke within thirty days after transfemoral tavi. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.